Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient was pulling weeds and now is reporting that his headaches have returned. This had occurred on (B)(6) 2019. The patient wanted to adjust settings back to 1.1 volts. The patient had been pushing buttons, especially the navigator button. They were able to connect the patient programmer to the implantable neurostimulator and it was showing stimulation off. They were able to view the groups and found that one showed 1.1 volts, and they were successfully able to switch to that group. The settings were adjusted per the patient¿s feedback. It was unknown how the stimulation turned off. The patient did not intend to follow-up with any health care professional and was going to see how the current settings would affect his headache now that stimulation was on. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.